Event description:
It was reported that a mach 1 guide catheter was received at the hospital with "rather damaged packaging". Due to the damage it was thought that the sterility had been compromised. The device was not used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in a sealed inner packaging pouch. The front of the pouch exhibited creases corresponding with the edge of the packaging card that holds the catheter. There were short tears within the creases. In some locations, the tears appeared as a pattern of consecutive tears with similar length and orientation. The damage to the pouch extended for a length of 37.5 cm beginning 29 cm from the top of the packaging card. The damage was only on the left side of the package. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a mach 1 guide catheter was received at the hospital with "rather damaged packaging". Due to the damage it was thought that the sterility had been compromised. The device was not used.